Event description:
It was reported that a few days following the system implant procedure, the patient experienced chest pain and was hospitalized. Diagnostic imaging was performed, which revealed that the right ventricular (rv) lead had dislodged from the implant location. The physician subsequently surgically repositioned this lead to resolve the event, and no additional adverse patient effects were reported. This rv lead remains implanted and in-service.